Event description:
It was reported during the permanent scs implant procedure, the physician used the epiducer to implant the lead. However, the lead did not lay flat and kept flipping. The physician removed the lead from that entry point and tried at a higher level. During the process, the physician observed cerebrospinal fluid leakage. The case was aborted. The patient remained asymptomatic. No patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.